Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the protective rubber on the lateral buttons is "used up," and the infusion device turned off unexpectedly without providing an alert/error on (B)(6) 2012. She reinserted the battery, and the infusion device appeared to work correctly. On (B)(6) 2012, none of the buttons on the infusion device would respond. She reinserted the battery again, but this did not resolve the concern. The infusion device was not dropped or been exposed to water or other interfering factors. The infusion device was replaced and requested for eval. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanent active due to an external mechanic damage.